Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the patient was hospitalized with a low blood glucose. The reporter did not provide a specific blood glucose value for the event. The reporter stated that the patient was in a diabetic coma. The reporter alleged that the pump had continued to deliver insulin while it was in a suspended state. The pump was not available for troubleshooting at the time of the call. This complaint is being reported based on the allegation that the patient was hospitalized due to the pump delivering insulin when it was not expected to be.